Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - how long was the delay? Please specify in minutes. --about 30 minutes. - if it becomes available in the future, please provide lot number. --109gtb - were there any unexpected outcomes or complications as a result of the prolonged surgery time? - were there patient consequences? If yes, please explain. --please refer to the event description, other information requested is currently unknown.

Event description:
It was reported that a patient underwent a congenital heart disease, atrioventricular defect surgery procedure on (B)(6) 2026 and suture was used. During the procedure, it's reported that in congenital heart disease, atrioventricular defect surgery, continued sewing was performed when sewing the patch to the heart, and consecutive 4 sutures were broken, prolonging the operation time. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/26/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: after investigation, the patient underwent surgery for congenital heart disease atrioventricular defect in the hospital on (B)(6) 2026. The surgeon used the suture (8556h) to repair the atrioventricular defect patch during the surgery. There were four consecutive occurrences of suture breakage from the same batch during the sewing. The surgeon then replaced the suture with a new one (specific product information unknown) to continue the sewing. The subsequent surgery went smoothly. This event did not cause any other harm to the patient except for prolonging the surgery time (specific prolongation time was unknown), and no subsequent adverse event report was received. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.